Manufacturer narrative:
.

Manufacturer narrative:
. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported a power test failure. There was no reported adverse patient impact.